Event description:
It was reported that the patient underwent a full revision due to the patient was experiencing coughing and pain. The device was turned off prior to the surgery. Diagnostics were reportedly all within normal limits. During the surgery it was noted that there were fluid/bubbles in the lead which resulted in the lead revision. It was noted that the patient was not experiencing high impedance with the lead. Per the physician, there were no other issues with the lead. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The devices have not been returned to date. No other relevant information has been received to date.

Event description:
The suspect device was received into product analysis for device evaluation. Device evaluation has not been completed to date. No other relevant information has been received to date.

Event description:
Product evaluation was completed on the returned lead. Product analysis (pa) did not confirm the allegation of fluid in the leads. No other relevant information has been received to date.